Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, intra-operatively, a piece of metal on the jaws of the device detached. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Investigation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. No missing piece on the damaged over mold. The customer reported the device broke during application. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a piece of the metal on device¿s jaw became detached. There was no injury caused to the patient and no medical intervention was required. New information received stated that this issue happened during use. The piece lifted off the jaw but did not fall off. Nothing fell into the patient cavity. The jaw was not ratcheted/clamped onto any hard object.